Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported blood glucose value of 21.0 mmol/l. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-apr-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 05-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime = 04/05/2024 00:00:00.000. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 05-apr-2024 in the formatted history file. Pump error 61 alarm (stuck key alarm) was recorded and found in the formatted history file on: 03/30/2024 19:30:25.000 and 03/30/2024 19:40:00.000. 04/01/2024 14:43:19.000, 04/01/2024 14:46:25.000. 04/01/2024 14:53:00.000, 04/01/2024 14:56:39.000. 04/01/2024 15:19:00.000, 04/01/2024 15:29:00.000. All buttons function properly. No unexpected pump error 61 alarm (stuck key alarm) noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 03/30/2024 00:32:15.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 03/31/2024 08:34:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 03/31/2024 09:54:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 03/31/2024 09:56:11.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 04/01/2024 00:38:26.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 04/01/2024 00:39:02.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 04/01/2024 23:34:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Low battery alert was recorded and found in the formatted history file on: 04/01/2024 14:56:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/02/2024 00:27:38.000. Replace battery alert was recorded and found in the formatted history file on: 04/02/2024 00:27:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-apr-2024 at 7:25:00 am. There was no power data available for the date of 01-apr-2024 at 14:56:00.000 and 02-apr-2024 at 00:27:00.000. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.